Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2018, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: refer to manufacturer report #3004209178-2018-03431 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that settings were provided for a longevity calculation. Settings provided are 3.5v 180hz 100usec 567 ohms showed elective replacement indicator at 18 months and end of service at 21.6 months. Current battery is reading 2.70v. Caller reports programmed at c+1-. Caller further notes of 01 with 38 ohms. No symptoms were reported. No further complications were reported or anticipated with this event. Follow up information received from the manufacturer¿s representative reported that no troubleshooting was performed as the patient was doing well with the therapy. The patient had replacement surgery scheduled for early (B)(6). Additional information was received from the manufacturing representative with follow-up information regarding issue with short circuit on 0/1. Patient had revision surgery replace the ins and extension. The rep tested pre-op and confirmed short circuit still present on 0/1. They tested the lead and found normal impedances. They replaced the extension and connected to the new ins which were normal again. They closed up patient and then retested impedance again and short was back again on 0/1. Patient is getting good clinical benefit. Ran a longevity calculation to see how long ins should last as rep felt the replaced ins should have lasted longer than the 1.5 years it did. Longevity calculation for new ins battery reviewed based on the following settings: 2.5v, 100pw, 180hz, imped. 599 ohms, monopolar setting, eri:2.72 years, eos: 2.97 years. Extension will be sent back upon release from the hospital. Rep treated the ins as normal battery depletion and didn't keep ins because he thought issue was taken care of when the extension was replaced. Replaced (B)(6) 2018 2. 67 install (B)(6) 2016 1 3/4 year duration. C+1- 3.5 100pw 180 h therapy 525 6.496 electrode .7 516 516 968 1059 33 (0 & 1) 948 1135 945 1139 1282 after change 599 / 5.764 electrode .7 618 618 910 894 34 1104 1152 1104 1152 1294 3.0 606 606 859 841 34 1037 1064 1037 1067 1180.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. On monday, they gave the patient an option using a non affected contact. There were concerns about short life and this was the goal. Time will tell if this option provides adequate. After looking in the records, this short between 0 and 1 was noted during the initial programming. Inter-op lead impedance was normal. Therefore, the extension was replaced and impedances inter-op were normal. Immediately following the replacement in recovery, the same short appeared again.